Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0225056264 serial# implanted: (B)(6) 2022 explanted: 2023-01-27 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 2024-08-14, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The serial number of the pump implanted on (B)(6) 2023 was (B)(6). The lot number of the model 8780 catheter was (B)(6). The catheter and porthales 4000m was implanted on (B)(6) 2022. The issue was first observed on (B)(6) 2022. The pump and catheter were explanted on (B)(6) 2023. After explant, the csf leak was resolved and the infection was not confirmed. A new catheter (model (B)(6) with lot # 0225897190) and pump (model 8637-20 with serial # (B)(6)) were implanted on 2023-feb-27. The day after pump implant the baclofen dose rate was increased from 70 mcg/day to 77 mcg/day. The devices would not be returned as they were discarded by the healthcare provider. Refer also to MFR report # (B)(4) regarding a subsequent event.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient (with dystonia and spasticity) had a implantation of pump and catheter, then replacement of pump and catheter because of significant leakage of csf (cerebrospinal fluid) around the entry point of the catheter. An infection was suspected and was confirmed to be positive.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath lot# serial# unknown product type catheter . Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.